Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for material number 301035 and lot number 9120583. The review did not reveal any detected quality issues during the production process that could have contributed to these reported defects. To aid in the investigation, ten physical samples and four photos were provided for evaluation by our quality team. The ten physical samples came in a plastic bag. A visual inspection was performed with a 10x magnifier lens. Two samples have barrel damage, one has scale printing issues, five have embedded degraded resin and two have no defects seen. Four photos were provided and show the physical samples received. It is possible that the barrel damage and scale printing defects could be caused during the scale printing and assembly processes. A jam may have occurred and inducing these type of assembly defects. For the molding foreign matter defect, it is possible that this can occur during the injection/mold press or molding process. Degraded resin inherently builds up, can break loose and be molded into components. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 10 samples were received. They came in a plastic bag. Visual inspection was performed with a 10x magnifier lens. 2 samples have barrel damaged, 1 has scale printing issues and 5 have embedded degraded resin, 2 have no defects. 4 photos were provided. They show the samples received. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: 8 samples were confirmed with defect; 5 are from molding and the rest are from the scale printing/ assembly processes. A jam may have occurred inducing this type of assembly defects. For the molding defects, the embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: based on investigation carried out and with the sample analysis the symptom reported by the customer is confirmed. The lot was produced for 175k units, this is the 1st complaint; therefore, the cpm is 5.7. We will continue monitoring and trending this product and this symptom.

Event description:
It was reported that the bd¿ luer-lok syringes had issues with scale marking problems, damaged plunger rods, and black and white foreign matter. These were found prior to use. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "it was reported that syringes either have an issue with the scale markings, plungers damaged, black and white dots."